Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
No blood glucose levels reported. The customer reported frequent motor error alarms from the insulin pump. An operation test and a self test were performed on the insulin pump and were completed. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. No prime anomaly could be verified due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump had a stained end cap sticker, cracked reservoir tube lip and a cracked belt clip slot.